Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The event date is estimated. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient received an error message on their patient controller. A field representative confirmed the ipg battery was low. As a result, the patient may undergo surgical intervention to address the issue.

Event description:
Upon follow up, it was reported that the patient underwent a surgical procedure in which their internal pulse generator (ipg) was explanted and replaced.